Event description:
Additional review indicated that the patient had baclofen in the system when the event occurred.

Event description:
The following information previously reported in MFR report number= 3007566237-2012-01196 is relevant to mfg report # 3004209178-2012-10576: "additional information was reported that the alarm was heard and the telemetry had not yet performed. The patient was past her refill date and was in pain. The patient heard the alarm today ((B)(6) 2012). It was confirmed that was critical alarm. The patient noted she had clonidine in case she started having withdrawal."

Event description:
It was reported that back in 2006 the patient was hit from behind with an object (unknown). A month later, she started to experience withdrawal symptoms and the catheter was replaced. Further information is being requested at this time; a supplemental report will be submitted if additional information is received.

Event description:
Additional information was reported that the patient had gone through withdrawal twice because "the pump became loose", but the doctor "wasn't clear about what happened." The patient mentioned withdrawals occurred 2 or 3 years before her pump replacement last year. Additional information was reported that the alarm was heard and the telemetry had not yet performed. The patient was past her refill date and was in pain. The patient heard the alarm today ((B)(6) 2012). It was confirmed that was critical alarm. The patient noted she had klonidine in case she started having withdrawal. The patient noted she had withdrawal twice. The first instance was several years ago where she was hit in the back by a man running. The patient stated she did not see the doctor right away although it was determined after the pump was "cleaned out" by her doctor that the pump was functioning properly. The 2nd withdrawal occurred around the time the patient had her catheter replaced the patient was not sure why it needed replacement. The dilaudid (hydromorphone) was used in the pump system.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Implanted: (B)(6) 2004 explanted:; product typ catheter. (B)(4).

Event description:
Additional review indicated that the MDR filed on the manufacture report 3007566237-2011-04728 and manufacture report 6000030200601323 regarding to catheter migration were duplicated. Any additional information regarding to catheter migration will be submitted on manufacture report 3007566237-2012-01196.

Manufacturer narrative:
(B)(4).